Event description:
It has been reported to us that during the procedure, the balloon deflated unexpectedly. The physician inserted the balloon catheter into the pt with a highly calcified lesion. The physician inflated the balloon and then it suddenly deflated unexpectedly. The device was removed and replaced with a second device and the same event occurred. No pt issues. The device was discarded and will not be returned for eval.

Manufacturer narrative:
The customer has indicated that the subject device was discarded and will not be returned for eval. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record will be conducted. Device discarded - not returned for eval.